Manufacturer narrative:
On november 27, 2023, mentor became aware of the product identity which was determined as the following: the suspect medical device was implanted on (B)(6), 2008. Size: 400cc brand name: mentor memorygel breast implant catalog: 3544001 lot: 5778120 serial: (B)(6). Replacement devices: 400cc mentor memorygel breast implants. As the affected side was not provided, the serial numbers for both products are being provided as left implant - serial number: (B)(6) and right implant - serial number: (B)(6). A manufacturing record evaluation (mre) was performed for lot 5778120, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2023, mentor completed an evaluation on the returned device. However, two devices returned for evaluation, both of which had the same lot number and no identifying side designations. As such, both devices were inspected, and both discovered to have damage. The suspect medical device could not be identified. Since both devices were damaged, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-14788 for the contralateral event. This file is now representative of device serial number (B)(6) as it is for the left device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor textured gel breast implant prosthesis. Post-operatively, the patient had mammogram and ultrasound imaging which indicated a possibly ruptured breast implant; however, the affected side was not provided. As a result, the patient is scheduled for breast implant removal on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).